Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025, to underwent revision surgery to reduce the flap around 5 mm in order to ensure proper magnet adherence. The implanted device remains.